Event description:
It was reported that surgery has occurred for this patient's generator and lead explant. No other relevant information has been received to date.

Event description:
It was reported that the patient had requested to have the vns lead and generator explanted. It was later reported that several years earlier the device was programmed off due to the patient not tolerating shortness of breath with vns therapy and possible broken leads. It was unclear why the physician suspected the leads maybe broken. A review of the internal programming database found data from when the device was programmed off however no diagnostic tests were recorded on that date. It is unclear if the physician suspected there was a problem with the lead due to diagnostic testing or due to the clinical symptoms experienced by the patient. No additional relevant information has been received to date. No surgical interventions are known to have occurred to date.